Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
It was later reported that monitoring voltage was 2.16 v and charge time was 30 seconds.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol). The representative wondered if the device would still provide therapy. It was unknown if the device reached eol by monitoring voltage or charge time. Technical services discussed both scenarios with the representative. Ts discussed that the patient may be unprotected. No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
Approximately nine months later this device was explanted and replaced. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
--